Event description:
Boston scientific received information that this patient experienced intermittent syncopal episodes accompanied by rapid heart rate of an unknown cause. Boston scientific technical services (ts) discussed programming options that could possibly correct the issue and suggested allowing patient triggered monitoring to capture the events so that a potential cause could be determined. The device was subsequently programmed to allow patient triggered storage of events. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.